Event description:
A malfunction code 12 was reported, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, ensuring the malfunction did not recur. The customer was informed that they could continue using the pump while being advised to contact support if the issue happened again. The customer acknowledged and understood the instructions.